Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response due to corroded keypad traces. The device was unable to undergo the displacement test due to no button response. The pump also had the following cosmetic damage: cracked reservoir tube lip, minor scratches on the lcd window, scratched reservoir tube window, and a missing end cap sticker. (B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error and she cannot clear it. The patient's blood glucose at the time of incident was 170 mg/dl. The customer stated that the button error occurred while she was driving. Troubleshooting was initiated for the button error alarm. The customer believes that she might have had the seatbelt against the pump and that potentially triggered the alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.